Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous circumflex (cx) artery. The lesion was not predilated. The 2.75x32mm taxus express 2 drug eluting stent was unable to cross the lesion. The physician decided to remove the stent delivery system and predilate. While withdrawing, the stent fell off in the left main (lm). The stent was then recaptured, pulled out, and lost in the pelvis. The stent was then successfully snared from the patient. The procedure was completed with two 2.50x12mm taxus express2 drug eluting stents. Patient status reported as "stable."